Event description:
As reported, there was a sentinel event in one of the cardiac operating rooms whereby the incorrect size of valve was implanted in a patient. One of the contributing factors that was identified is that the 1 & 7 were mistaken for each other. Therefore, a 21 was implanted instead of the 27 which was requested by the surgeon for the patient. Surgeon questioned the size but an or team member made the confirmation of the incorrect size. At the end, the incorrect valve was explanted and the correct size implanted. The patient did not suffer any untoward consequences due to the initial error. Follow up revealed that the 21mm was explanted immediately during the original avr operation, however, the patient was already taken off of cardiopulmonary bypass. The patient was discharged and is in good condition.

Manufacturer narrative:
Method: device not received. Additional manufacturer narrative: the explanted device and device packaging are not available for return and no additional information regarding the patient has been provided by the health care provider. Through follow up with the health care provider, it was learned "one of the contributing factors that was identified is that the 1 & 7 were mistaken for each other.¿ pictures of the product packaging for both the 21mm valve and the 27mm valve were provided. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. A review of our complaints database was completed and there are no other reports of this nature for this model valve. This appears to be an isolated incident. The IFU for the 3300tfx magna ease was reviewed. There is no instruction to double check the valve size. The IFU does say: "a serial number tag is attached to the sewing ring of each bioprosthesis by a suture. This serial number should be checked against the number on the jar and implantation data card; if any difference is noted, the bioprosthesis should be returned unused." Additionally, the valve size is included on the jar, the implantation data card and on the serial number ID tag.